Event description:
It was further reported that the patient desired the pump to be explanted based on the surgeon¿s recommendation.

Event description:
It was reported the patient experienced changes in analgesia. The patient was "unsatisfied with analgesia and wishes to taper it opioids." The device was interrogated (B)(6) 2013 and results were normal. The it therapy cocktail daily dose was decreased by 20% (B)(6) 2013; 16% decrease (B)(6) 2013; 17% decrease (B)(6) 2013; 20% decrease (B)(6) 2013; 35% decrease (B)(6) 2013; 23% decrease (B)(6) 2013; therapy was suspended ¿ saline; (B)(6) 2013. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and results were they could not aspirate from the side port access during catheter evaluation. The outcome was noted as an ongoing event. The etiology was the catheter was related to device or therapy. The pump was delivering fentanyl, clonidine and compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, lot# j11041r30, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The event resolved without sequelae as of (B)(6) 2014.